Event description:
The device was received at service _ repair. It was discovered that the rondo 3 has a damaged/opened housing and a leaking battery inside.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: during the repair process of a rondo 3 audio processor a leaking battery was detected. The electrolyte corroded the silicon sleeve of the battery and oxidized a few parts. The damage the rechargeable battery inside is most likely caused due to strong mechanical stress. This is final report.

Event description:
The device was received at service _ repair. It was discovered that the rondo 3 has a damaged/opened housing and a leaking battery inside. According to the field the user was unable to charge the device. The user did not get into contact with leaking electrolyte and was therefore not harmed in any way.